Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16027 and 2015691-2023-16029. Correction to h6; component code, impact code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra reslia valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed that showed the crimped balloon appeared to be torn and a piece of tissue was observed, tortuosity was present at the access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of frame damage was confirmed through provided imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review and as reported, the patient had "tortuous anatomy". Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, the patient's anatomy was "heavily calcified." Excessive device manipulation/high push force can lead to the valve struts interacting with the sheath shaft and delivery system and resulted the strut damage at the valve outflow side. Per the description, "high resistance was met in the left iliac and one of the struts was bent away from the balloon." Per additional information, the valve and the commander did not exit the sheath. It was also noted that no imagery was provided during delivery system insertion. Additional manipulation may have further damaged the frame at the outflow side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient-procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. There is previous product risk assessment that documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm s3ur valve, a lunderquist wire was used to straighten out the aorta-iliofemoral system. The 18fr dilator was coated in propofol and inserted through the left femoral access site. Little resistance was met, and the vessel was successfully dilated. Since the dilator went through with little resistance, the doctors decided not to utilize shockwave to soften the calcium burden. Next, the 14fr esheath+ was coated with propofol and inserted into through the left access site. The sheath went in with minimal resistance and the tip made it all the way to the abdominal aorta. A 20mm bav balloon was used to dilate/size the annulus of the native valve. A change in the patient's gradient was observed after the bav balloon. The 26mm s3ur and commander system were then inserted into the body. High resistance was met in the left iliac and one of the struts was bent away from the balloon. The implanter tried to pull back the commander system, but the valve was lodged in the sheath. The valve had separated from the commander balloon but was still contained within the sheath. When the entire valve, sheath, and commander system were pulled out, part of the artery was attached to the sheath. An emergency cut-down was performed, and 2 stents (fem-fem bypass grafts) were put into the patient to stabilize the avulsed area. The patient was in stable condition after the emergency fem-fem bypass graft placement. The implanter decided to let the patient recover and stabilize before attempting to implant a new thv. Unfortunately, the patient expired two days after the procedure from ischemic gut and right-sided, lower extremity (rle) ischemia. Prior to the case, discussed at length with the ucsf tavr physicians that the transfemoral approach would be difficult due to heavily calcified and tortuous anatomy. Physicians still decided to move forward with the transfemoral approach. The implanters chose to gain access on the left and move forward with the case.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.